Event description:
It was reported that the patient¿s dose had been slowly lowered and eventually the drug was replaced with saline for a little over a month. The patient wasn¿t sure that she had been feeling the pump or that she wanted to continue with the therapy. While the pump contained saline, it was reported that the patient couldn¿t walk. The patient was admitted to a rehabilitation hospital to slowly start therapy again. The patient was to be started on 500mcg/ml gablofen with a daily rate of 25mcg/day. Upon review of the pump settings, it was found that no drug should be left in the catheter from the saline being introduced. It was stated that a priming bolus was going to be performed.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).